Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the arterial monitor displayed "888" and would not proceed any further. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not concluded. Per the subsidiary site, the ampro pcb board is defective.